Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -16.0/1.0/036 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was explanted. On the same date in a separate surgery the lens was replaced with a shorter length lens due to excessive vault and significant reduction of irido-corneal angels. This resolved the problem. Cause is reported as unknown.